Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi) that resulted in inappropriate anti-tachycardia pacing (atp) delivered and pacing inhibition. Additionally, the device stored two signal artifact monitor (sam). No adverse patient effects were reported. At this time, this device remains in service.